Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Two opened company handpiece injectors were returned for evaluation for the report that the threads seized. A visual inspection of the injectors was performed and both samples were found to be non-conforming with the plunger observed to be bent. The plunger did not seize or have any internal friction on either sample. A dimensional inspection for plunger position height was performed and both samples were found to be non-conforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and both samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger is bent on both samples. A bent plunger could come in contact with the cartridge which then could be perceived as the plunger jamming/friction and not threading. The root cause for the nonconforming plunger height due to bent plunger is unknown. How and when how the plunger became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in july 2024. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that a customer opted to replace all monarch IV inserters (50 in total) due to issues with iol damage. The replaced monarch iii inserters had significant issues with internal friction on the shooter pin shaft and or friction or complete jamming of the threads. There was quality issues with no less than 13 monarch iii inserters. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.